Event description:
Customer reported that she had low blood glucose of 65 mg/dl due to her insulin pump over delivered the insulin. Customer stated that her insulin pump is malfunctioning because she got a button error, but she was able to clear the alarm, but the insulin pump was delivering insulin on its own and the backlight was turning on. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to confirm that the insulin pump delivered on its own and the back light anomaly, due to keypad anomaly.